Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had major bleeding. Patient initially presented to their local ed (emergency department) where they were presyncopal and found to have a hbg (hemoglobin) of 6.5 for which they were transfused 4 units packed red blood cells. Patient had black tarry stool, weakness and shortness of breath. Patient was then transferred and admitted to hospital for gastrointestinal bleeding where they underwent an egd (esophagogastroduodenoscopy) and colonoscopy on (B)(6) 2019. Egd was unremarkable and the capsule study was negative. Tests showed no active source of bleeding with one polyp in the ascending colon and no avm's (arteriovenous malformation). Patient's anticoagulants were held in advance of their endoscopy. The gastrointestinal bleeding had resolved, patient has reached therapeutic inr and was discharged home. Patient was followed up by vad team on (B)(6) 2019 and reported that subject was doing well. No further or additional information was provided.